Event description:
The reporter stated that the surgeon used a competitor's iol lens with the injection system. The lens haptic broke upon insertion into the eye. The incision was enlarged to remove the lens. Surgery was completed with another lens. The injector was the cause of the lens haptic breaking.